Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced a breakage in infusion set cannula after removing. The events occurred on third day of use and used for 3 days. The insertion site was at abdomen. No further information available.